Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-02994. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein both leads were re-positioned which resolved the issue.